Event description:
Bought two different sized dr brown's baby bottle silicone nipples (p and 1). One in each set contains black debris within the product (not on the surface). Reference report: mw5157414.